Manufacturer narrative:
One (1) viper2 final tightener handle [product code: 2867-45-500, lot no: gb34025] was returned to the chu for evaluation. The handle featured some signs of age but no immediately observable damage that would inhibit its ability to function. Device was then sent for torque testing. Device was then sent to the global development center (gdc) for handle disassembly. The end of the torque handle¿s shaft that lies inside the handle is thoroughly rusted. The associated sprocket inside the handle also shows heavy signs of rust. The sprocket has also been broken into three separate pieces. It is believed that this breakage caused the seizure of the device. Therefore, the torque the handle exerted on the set screw was beyond the designed upper limit of the handle. It should also be noted that the device has been in the field for approximately five years of which it has seem numerous usages overtime. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the final tightener handle over torquing cannot positively be determined. It should be noted that upon disassemble of device, it was found that the handle¿s shaft that lies inside the handle is thoroughly rusted. The associated sprocket inside the handle also shows heavy signs of rust. The sprocket has also been broken into three separate pieces. It is believed that this breakage caused the seizure of the device. Therefore, it is believed that such factors contributed to the handle exerted on the set screw beyond the intended upper limit of the handle, resulting in over torquing of device. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Snapping of instrument. This is becoming a regular incident. Correct steps are being observed to ensure that product is used correctly but this item is repeatedly stripping or breaking. In this incident the instrument was brand new and was the first use of the instrument, I was advised to use a viper x25 tightener as the metal was stronger but this also snapped. The surgeon advised that he felt that he needed to put more force through than usual so we believe that the torque limiting handle (B)(4) could be the issue and he would like this tested as we feel it was not clicking at the required (B)(6) psi. Delay to surgery 20 minutes. Account manager advised on phone: tip of screwdriver left imbedded in implant, and implanted.